Event description:
Boston scientific received information that at the device follow-up one month post-implant, this left ventricular (lv) lead was observed to be dislodged. Loss of capture in the lv was noted. All other lead measurements were normal. A lead revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that a revision procedure was performed. During the procedure, this lv lead was unable to be repositioned as the lumen was clogged; therefore, the lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the lead remains in service pending a revision. This report will be updated when additional information is received.